Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) had small surface scratches on it. No additional information was provided to abbott medical optics.